Event description:
On 2/2/96, a 50-yr-old female, had replacement of a ruptured tissue expander. It was a spontaneous rupture of the tissue expander, etiology unknown. It had been placed on 11/6/95. Date of report 7/1/96.